Manufacturer narrative:
The returned valve was patent. The valve met requirements for the siphon, reflux, pressure flow and preimplantation tests. However, it did not meet all of the requirements for leak testing due to a tear in the top of the reservoir. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. There was proteinaceous debris observed within the interior and exterior of the valve. All valves are 100% tested at the time of manufacture. Approximately 122 cm of the peritoneal catheter was returned. The peritoneal catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the exterior of the catheter. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance". A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the shunt was found to be leaking during preoperative testing of the device. According to the report, a replacement product was used and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.